Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between (B)(6) , 2020 - (B)(6) , 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set broke in two places. This issue was identified after compounding prior to patient use. There was no patient involvement. No additional information is available.